Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus sensor to the ilet pump, with the pump displaying ¿pairing with sensor¿ and no alerts received after the initial scan. No adverse clinical symptoms reported. Outcomes included successful re-scan and education on the sensor pairing and warm-up process, with the user acknowledging understanding. User support included remote troubleshooting and user guidance to re-initiate the scan via the ilet mobile application. Investigation of this case revealed that the system behavior was consistent with the expected sensor warm-up and pairing sequence, and that re-scanning restored normal workflow with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user guidance and standard pairing procedures resolved the event.